Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller in resetting the pump, which allowed the customer to successfully start their sensor session.